Event description:
It was reported that the patient presented to the or for a device change out with symptoms of pre-syncope. Patient is pacemaker dependent. Upon interrogation, it was noted that vf episodes were detected due to noise. No inappropriate therapy was delivered. A small decrease in pacing lead impedance over time was noted. A holter monitor used before device change out revealed multiple instances of ventricular inhibition. The pace/sense portion of the lead was capped and a new pacing lead implanted. The defib portion of the lead remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.